Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was under the front therapy pad and along the patient's breast line. It was reported the patient had a nursing background as she was a lpn. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient decided to use hydrocortisone cream and benadryl. The patient's heart doctor advised to use over the counter hydrocortisone cream and an antihistamine. Follow up indicated the irritation improved. Supplemental report 9/27/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was under the front therapy pad and along the patient's breast line. It was reported the patient had a nursing background as she was a lpn. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient decided to use hydrocortisone cream and benadryl. The patient's heart doctor advised to use over the counter hydrocortisone cream and an antihistamine. Follow up indicated the irritation improved.